Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed, de novo lesion in the right coronary artery (rca). The patient presented with a clot. The clot was removed, and an unspecified balloon was used to pre-dilatate the lesion. A 3x23mm xience sierra drug eluting stent (des) was then advanced but did not reach the lesion. The device was attempted to be reposition, but resistance was met with the anatomy. The device was then attempted to be pulled backed into the guide catheter; however, more resistance was met, and the des could not be pulled back in. The guide catheter was pulled back into the sheath and the delivery system was removed; however, the stent dislodged into the femoral artery at some point during the removal of the devices from the anatomy. The physician then advanced another sierra stent without issue to complete the stenting, and went back in, and snared the dislodged stent out of the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.